Event description:
Clinical study. It was reported that 862 days after a coronary drug eluting stenting treatment procedure, the pt experienced a myocardial infarction (mi) and required a target vessel reintervention (tvr). The lesion being treated was a 2.75 mm, 10 mm long, 99% stenosed, mildly calcified, mildly tortuous portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and successfully placing a 2.75 x 16 mm taxus express2 study stent in the target lesion. The lesion was post dilated. The pt was discharged on plavix and aspirin. There were no complications reported. 862 days after the index procedure, the pt presented with a burning sensation in his chest, pain in his right hand, st elevation and bradycardia. Angiography revealed an occluded thrombus in the stent in the dist rca. Revascularization was done with a 3.0 x 20 mm liberte' stent placed in the dist rca. In the opinion of the physician, the relationship of the event to the taxus stent is related.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A labeling review identified that the device was used per the taxus express2 directions for use (dfu). A review of the mfg documentation found no anomalies or deviations during the MFR of these batches. Taking into consideration the thorough evaluation conducted at the cis and the details of the complaint, the most probable root cause classification of anticipated procedural complication as the complaint is due to a known physiological effect of the procedure.